Event description:
It was reported, the subject device uc sheath was broken while being used with the video system center. The issue was identified during cleaning and disinfection. No patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Troubleshooting was performed with the customer and the customer was advised to return the device for evaluation as troubleshooting did not resolve the reported issue. The device was not returned, and no further information was available. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported that the issue occurred during a laparoscopic surgery and the device was used to complete the procedure.